Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the power was failed. A field service engineer (fse) unplugged all cables from the power supply except the main wall power confirmed it turned on. The fse reconnected cables and unplugged the main pyxibus line, the device powered on. Found the device wouldn't turn on when drawer 4 half-height cubie was connected. Used a multimeter to identify drawer 4.1 controller as faulty and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, machine was turned off due to a power failure. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.